Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic and stated that he believed he had received a shock the previous week. Upon interrogation, there were no stored episodes to indicate a shock had been received. However a red warning screen appeared with a da error code. Boston scientific technical services (ts) was consulted and explained that a temporary bit flip to occured which caused a temporary reset. A review of the device's memory confirmed that no shock had occurred and that the da error had cleared. At this time the device remains in service and no adverse patient effects were reported.